Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-jul-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was implanted with a pump and catheter on (B)(6) 2018. She complained of severe pain after the implant. She stated the pain traveled up her spine to her neck and wrapped around to her abdomen. The pump and catheter were explanted on (B)(6) 2018 to relieve the pain. Both the pump and catheter were discarded by the hcp. It was noted there were no issues with either product reported. It was unknown if the issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - with injury, with the injury noted to be the ongoing abdominal pain from the implant. No further complications were reported.